Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient's battery was dead but the patient refused to have it replaced. The patient was last seen (B)(6) 2017 and the issue was not yet resolved. No further complications reported/anticipated.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller said the patient was scheduled for an MRI of the brain and they were unable to put the ins in MRI safe mode multiple times. As a result, they were rescheduled for an MRI scan; the device is dead and their incontinence returned. The next day, a different hcp called back and said the ins stopped working since 2012 per the managing hcp. They were last seen by their managing hcp in (B)(6) 2017, but the ins wasn't responsive at that time. It is unknown when the patient last used their ins, but it's thought that the battery is dead. The caller will continue to gather information to see if they can do a head scan for the patient. No further patient complications have been reported as a result of the event.